Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Recent ~30 ohm decrease in shock impedance measurements reported on home monitoring. Sensed amplitude on the rv channel shows a downward trend around the same time. No fluctuation in shock impedance measurements or noise was produced with postural testing in office. Lead remains implanted and no adverse patient events have been reported. Should additional information be received, this file will be updated.